Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient had three instances where they experienced low events in which they were not alerted by the dexcom and needed assistance from others. The patient stated they fainted, became confused and did not know where they were or what to do. The patient tested their blood glucose (bg) with a meter and the meter was reading 45 mg/dl compared to the continuous glucose monitor (cgm) that was displaying a reading of 76 mg/dl or higher. Date of issue is unknown as the patient did not specify when these instances occurred and was not available for contact. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.